Manufacturer narrative:
Pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing reservoir tube o ring and cracked reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack retainer ring and reservoir was able to lock in to place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.